Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2022 (medical device removal - seriousness criterion intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and device dislocation ("misplaced essure coils"). The patient was treated with surgery on (B)(6) 2022 (to essure removal via total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and pelvic pain to be related to essure administration. The reporter commented: removal details, date: (B)(6) 2022, preoperative and postoperative diagnosis: chronic pelvic pain; misplaced essure coils. Procedure performed: robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy; complications: none; specimens: uterus ,cervix and bilateral fallopian tubes. Findings: on exam under anesthesia, a 14 minx was palpated with no adnexal masses laparoscopically, a 14 minx was visualized with normal right and left ovaries and fallopian tubes. The uterus was noted to be wide and filling entire pelvic cavity. A complete abdominal survey was normal. Cystoscopy was performed with visualization of brisk bilateral ureteral jets and entire bladder integrity. Indication: patient came to clinic with chronic pelvic pain. Patient was counseled about the management options and opted to proceed with surgical management as noted above. All the usual risk, benefits, indications and alternatives to procedure were discussed and informed consent was obtained. Description of procedure: the fallopian tubes were separated from medial salpinx using monopolar energy and kept attached to the specimen. A fenestration was made in the posterior board ligament and the uterine ovarian ligament was coopted multiple times and transected. Cystoscopy was performed with brisk bilateral ureteral jets and intact bladder integrity were seen. The patient tolerated the procedure well and taken to recovery room in stable condition. Concerning the injuries reported in this case, the following ones chronic pelvic pain and misplaced essure coils were described in patient medical records. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jul-2023: medical records received and the follow information were included, consumer¿s reporter name updated, other health professional¿s reporter, patient¿s initial, essure stop date updated from (B)(6) 2022 to (B)(6) 2022, previous adverse event medical device removal updated to chronic pelvic pain, non-treatment notes updated from partial hysterectomy to essure removal via total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy, new event device dislocation, international medical device regulators forum codes annex e and f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and device dislocation ("misplaced essure coils"). The patient was treated with surgery (to essure removal via total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and pelvic pain to be related to essure administration. The reporter commented: removal details, date: 19-aug-2022, preoperative and postoperative diagnosis: 1. Chronic pelvic pain; 2. Misplaced essure coils procedure performed: robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy; complications: none; specimens: uterus ,cervix and bilateral fallopian tubes.; findings: on exam under anesthesia, a 14 minx was palpated with no adnexal masses laparoscopically, a 14 minx was visualized with normal right and left ovaries and fallopian tubes. The uterus was noted to be wide and filling entire pelvic cavity. A complete abdominal survey was normal. Cystoscopy was performed with visualization of brisk bilateral ureteral jets and entire bladder integrity.; indication: patient came to clinic with chronic pelvic pain. Patient was counseled about the management options and opted to proceed with surgical management as noted above. All the usual risk, benefits, indications and alternatives to procedure were discussed and informed consent was obtained.; description of procedure: the fallopian tubes were separated from medial salpinx using monopolar energy and kept attached to the specimen. A fenestration was made in the posterior board ligament and the uterine ovarian ligament was coopted multiple times and transected. Cystoscopy was performed with brisk bilateral ureteral jets and intact bladder integrity were seen. The patient tolerated the procedure well and taken to recovery room in stable condition. Concerning the injuries reported in this case, the following ones chronic pelvic pain and misplaced essure coils were described in patient medical records. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.